Manufacturer narrative:
On 07/26/2013- nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.

Event description:
It was reported to nova biomedical that a consumer received a result of 270 mg/dl on their blood glucose meter. The consumer administered 8.5 units of insulin based on that result. Subsequently, the consumer experienced a hypoglycemic even which did not require any medical intervention. The consumer was not able to provide any further information regarding this reported event. The meter and test strips will be returned for evaluation.